Manufacturer narrative:
The device history record shows the system met specifications on the date of manufacture. Rather than the product being returned, a service engineer was sent to the site to evaluate the system. The the reported problem could not be reproduced. The investigation is ongoing.

Event description:
The user facility in spain reported that during the procedure the system shutdown and restarted. It was reported there was no patient impact, and no medical intervention/treatment required.

Manufacturer narrative:
Correction: the device was returned for evaluation though it was previously reported that it was evaluated in field service. Product evaluation did not duplicate the issue, no root cause could be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.